Manufacturer narrative:
Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID 2134265-2015-09052, 2134265-2015-09336, 2134265-2015-09338, and 2134265-2015-09340 it was reported that vessel perforation occurred. The target lesion was located in the mid left anterior descending artery. A 32x4.00 rebel stent was advanced but was unable to cross the lesion. The device was removed and it was noted that the stent struts were pulled off and sticking up on the proximal end. A 4.0x32, 4.0x20, and 3.5x20 rebel stents were deployed and was post dilated with 4.0x30 nc emerge balloon catheter to complete the procedure. However, after the procedure, a perforation was noted distal to the area and a balloon was used to seal the perforation. The procedure was completed. No further patient complications were reported and the patient's status was fine.